Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: at the beginning of procedure, re-sterilized probe was used, but cutting was dull. Opened a new one to complete procedure, but cutting was dull. There was no add'l bleeding. There was no pt harm.

Manufacturer narrative:
(B)(4).